Event description:
It was reported that the patient had surgery on their skull and became septic. The implantable pulse generator (ipg) system was removed. It was noted that during the removal, the patient had vegetation on his tricuspid valve and there were multiple vegitations on the aortic valve as well. No further patient complications have been reported as a result of this event.